Manufacturer narrative:
(B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR # 3010757606-2018-00063 for peg tube record.

Event description:
On an unknown date, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced bloody drainage at the stoma site and was diagnosed with a stoma site infection. On (B)(6) 2017, the peg-j tubes were removed since the stoma site infection was not resolving. On an unknown date, the patient then developed sepsis and underwent two unknown surgeries due to complications from the stoma site infection. During the surgeries, it was discovered that the small intestines were "nicked" during the original peg-j placement and the intestines were trying to "grow together." The patient was placed on a ventilator for four days and was discharged from the hospital on (B)(6) 2017.